Event description:
General report received of an unspecified number of undocumented incidents of no flow. On unspecified dates, the tubing sets were to be used to deliver unspecified volumes of lactated ringers, at unspecified rates, via gravity. The customer contact reported that after the tubing sets were primed, the option-lok male adapter of the tubing sets were connected to the patient's i.v. Access sites. At this time, no flow of solutions was noted. It was reported that the tubing sets were replaced with unspecified tubing sets and the therapies were initiated. There were no reported adverse patient effects and no reported delays in therapies critical to these patients. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated the devices were discarded. During the investigation, no possible causes for the customer reported no flow were identified. The devices were not returned to hospira for testing and investigation; therefore, attribution of the issue to the devices could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.